Manufacturer narrative:
(B)(4). The customer provided one video for analysis. The video shows the arterial catheter within a patient and blood is observed leaking from the catheter hub; however, it is unknown where the source of the leak is on the catheter. The customer also returned one, 20ga arterial catheter and a non-arrow 2.5 ml syringe for analysis. Signs of use were observed. Visual analysis did not reveal any defects or anomalies with the returned catheter. The catheter body length 2.598", which is within the specification limits of 2.565"-2.605" per catheter product drawing. The catheter body outer diameter measured 0.046", which is within the specification limits of 0.045"-0.047" per catheter extrusion product drawing. The catheter body inner diameter measured 0.035", which is within the specification limits of 0.035"-0.037" per catheter extrusion product drawing. The returned syringe was filled with water and attached to the hub of the returned catheter. The plunger was flushed, and no leaks were observed from anywhere on the catheter. Performed per IFU statement, "maintain catheter patency according to institutional policies, procedures and practice guidelines." The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The device was connected to a leak tester and pressurized to 300 kpa for 30 seconds with the distal end occluded. No leaks were detected from any portion of the catheter. Based on this testing, the customer issue could not be reproduced with the returned sample. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "exposure of arterial circulation to atmospheric pressure may result in entry of air into circulation.". The report of a leaking arterial catheter was not confirmed through complaint investigation of the returned sample. The catheter passed functional leak testing performed per iso 10555-1 and no evidence of leakage was observed on any portion of the catheter. A device history record review was performed, and no relevant findings were identified. Based on the customer report and functional testing of the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2024, the catheter was found leak during used on the patient.". They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required.".

Event description:
It was reported that "on (B)(6) 2024, the catheter was found leak during used on the patient." They changed to a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4).